Event description:
It was reported that following the implant of the pump, there was a programming error. Per reporter the concentration of the primary drug was entered in "erroneously." The pump print outs read that the drugs were entered in as: fentanyl concentration 320.6 mcg/ml at a daily dose of 8,330.2 mcg/day, clonidine concentration 96.17 mcg/ml at a daily dose of 2.499.06 mcg/day, morphine concentration 1.603 mg/ml at a daily dose of 41.651 mg/day and sufent concentration 641.1 mcg/ml at a daily dose of 16,660 mcg/day. Patient reportedly had symptoms of altered mental status, overdose symptoms especially lethargy. Patient was hospitalized under care in ICU and monitored for signs of overdose. It was also stated that narcan was administered and patient was stabilized. The pump was re-programmed on the same day to the following desired concentration/dose: fentanyl 20000.0 mcg/ml, clonidine 600.0 mcg/ml, morphine 10.0 mg/ml and sufent 4000.0 mcg/ml at a daily dose of 3601.3 mcg/day, 1080.4 mcg/day, 18.007 mg/day and 7,202.6 mcg/day respectively. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Physician programmer: model: 8840, serial# unknown; patient programmer: model: 8832, serial# (B)(4), catheter: model: 8731, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).